Event description:
It was reported that during the pulmonary vein isolation procedure, prior to ablation the hemostatic valve of the polarsheath was leaking. No patient complications were reported. This product is part of the 92688876-fa advisory population for the polarsheath steerable sheath.

Manufacturer narrative:
The device was returned with a 3 way stopcock attached. Post cleaning the valve seal had a visible crater on the outer slit and possible inner slit deformation. The device passed the standard aspiration, hemostasis, and air pressure tests. However, the sheath did not pass extensive engineering testing for aspiration and hemostasis tests methods when a dilatator or polarx surrogate was inserted/withdrawn or when tipped at slight angles (relative to the sheath). Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during the pulmonary vein isolation procedure, prior to ablation the hemostatic valve of the polarsheath was leaking. No patient complications were reported.